Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had their device replaced because they had a fall and the stimulator wasn¿t working. No further complications were reported.